Event description:
The following report was received from the affiliate: this report was presented at the 15th annual meeting of the society of interventional cardiology: the stent showed a fracture after implantation.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.